Manufacturer narrative:
The coil was returned undamaged. The detachment fiber did not receive heat and melt. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 51.7 ohms and the enpower systems ready green light remained illuminated. Post-detachment testing found that the detachment fiber received heat and melted as designed. With the dpu passing electrical testing and the coil detaching on the first detachment cycle, the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in then procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been returned for investigation however investigation is not yet complete. Results will be provided within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the hospital reported that the presidio coil (pc410041230/c30506) would not detach once it was placed in the anterior communicating artery aneurysm. Many attempts were made. The detachment cables (lots unknown) and the detachment control box (lot unknown) were changed out for fresh units. Still the coil would not detach. Ultimately, the coil had to be removed and competitive coils (details unknown) were used to finish coiling the aneurysm. There were no damages noted to the coil or coil delivery system prior to use or upon removal. The coil was not stretched and still attached to the delivery system when it was removed. A pre-deployment electrical check was performed and it was confirmed that the system ready light illuminated. The detachment light illuminated during the detachment cycle and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was a significant delay to the procedure as a result of the issue because it added an extra 45-50 minutes to switch out connecting cables and detachment control boxes. However, no patient injury was reported due to the issue. At the time of initial contact, the device was available for return.